Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 5 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to a torn leaflet of the bioprosthetic valve causing aortic insufficiency. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: since the valve has been implanted for over 16 years, it¿s very unlikely that the cuspal tear is due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the cuspal tear cannot be determined. If information is provided in the future, a supplemental report will be issued.